Event description:
It was reported that the patient underwent a surgery involving an artificial urinary sphincter (aus) for unspecified reasons. A new cuff was implanted and there were no patient complications reported. There were no patient complications.